Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 8 mdrs filed for the same patient (reference 1825034-2014-01057/-02612/-02613/-02614/-02615/-02616/-02617/-02619).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2006. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Additional information provided could not conclusively confirm the initial bilateral procedure, but did confirm that a single revision procedure was performed on (B)(6) 2013. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the right hip revision was due to pain and elevated metal ion levels and noted the presence of thin yellowish fluid and metallosis. Operative report further noted that the modular head was cold welded to the morse taper and would not disengage, which caused a delay of 45 minutes. All components were removed and replaced. Additional information received in patient's operative notes dated (B)(6) 2014 reports patient was revised on the left hip at the patient's request. Revision report notes the presence of a 0.5 cm cyst but no signs of damage to the prosthesis. The cup, head, and taper insert were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2006. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Additional information provided could not conclusively confirm the initial bilateral procedure, but did confirm that a single revision procedure was performed on (B)(6) 2013. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the right hip revision was due to pain and elevated metal ion levels and noted the presence of thin yellowish fluid and metallosis. Operative report further noted that the modular head was cold welded to the morse taper and would not disengage. All components were removed and replaced.